Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with the product code/lot combination 121722054/c3ke31000.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history review :the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Updated event description: on (B)(6) 2017, the patient underwent a revision for mom implants captured on the linked pc. On (B)(6) 2018, the patient's left hip dislocated and she underwent a manipulation under anesthesia (captured on this pc, (B)(4). On (B)(6) 2022, the patient's left hip dislocated again and she underwent a manipulation under anesthesia on (B)(6) 2022, the patient's left hip dislocated again and she underwent a manipulation under anesthesia on (B)(6) 2022, the patient was ultimately revised for pain, joint instability, and recurrent dislocations. Intraoperatively, the surgeon identified that the cup was mispositioned by being too lateral and vertical. The ceramic head was scratched due to the prior dislocations. The patient is osteopenic and had insufficiency of her posterior wall (bone) and very poor bone stock surrounding the acetabulum. The posterior capsule was patulous (poor condition). The anterior wall was also insufficient and "cracked" with the use of an explant osteotome during the cup removal. The anterior wall was noted to be crumbling. During the revision, the stem remained in situ. The cup, liner, and head were replaced. The newly placed cup, screws, and liner are noted to be competitor products. Doi: (B)(6) 2017, dor: (B)(6) 2022. Affected side; left hip.

Manufacturer narrative:
Product complaint # (B)(4). E3 initial reporter occupation: lawyer. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.